Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, it was reported that the patient experienced unresponsiveness. Both the cgm egv and the bg were not checked at that time. The spouse called 911 and when ems arrived, the cgm egv was 140 mg/dl while the bg was 42 mg/dl. The patient was treated with carbohydrates. When the bg lowered to below 120 mg/dl, ems advised the patient to be transported to the hospital, but the patient declined. After treatment the same day, the cgm egv was 400 mg/dl and the bg meter reading was not checked at this time. At the time of the report, the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.